Event description:
It was reported that a patient told his primary care physician (pcp) that he was experiencing flu-like symptoms. The patient's wife recently got over the flu and all the symptoms the patient reported were the same as what his wife experienced. The pcp stated his vns device may be infected and that was the cause of his symptoms. The patient also stated this device has migrated to under his arm. Feedback provided from the implanting surgeon stated that 2-0 silk sutures were used to secure the generator to the fascia. Good faith attempts to obtain additional information from the patient's neurologist have been unsuccessful as the neurologist has not seen the patient yet.